Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 8 years and 10 months post implantation due to pain while impeding and destroying bone. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: a2, a3, b4, b7, g3, g6, h2, h11.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d10: item number: 00-8775-036-02 item name: biolox delta femoral head lot number: 2711326.

Event description:
It was reported that the patient underwent a revision procedure 8 years and 8 months post implantation due to the femoral component loosening demonstrated on pre-op imaging with pain. The loosening was confirmed intraoperatively, and the stem and head were exchanged without complication. There is no further information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, g3, g6, h2, h6 proposed component code: stem. H11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. The following sections were corrected: d4; d5; h4. Medical records were provided. Review of the available records identified the following: patient had an initial left tha. Patient was revised due to patient experiencing intermittent pain in left proximal thigh. Radiographs are consistent with loosening of femoral component. Proximal bone bonding on the prosthesis was loose circumferentially and femoral component was extracted with no bone loss. Head and stem were replaced, and achieved good stability and rom. No other complications noted. Based on the medical records provided, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.